Manufacturer narrative:
Investigation summary: one photo was received and evaluated. A single loose 3ml syringe with needle was observed in the photo next to an opened package, confirmed to be from batch #0346774 (p/n 309581). The scale on the syringe was severely skewed with several markings missing: ¿1/2,¿ ¿1,¿ the ¿1/2¿ part from the ¿1 ½¿ marking, and part of the circle around the ¿2¿ marking. Potential root cause for the missing and skewed print defect is associated with the marking process. Parts of the process that control barrel to pad presentation and ensure proper marking placement were likely affected and required adjustments. Missing print was found during production of this batch resulting in adjustments to the process and requalification per acceptable quality limit. The marker machine on the line that produced batch # 0346774, had major updates in jan 2021 to improve print quality and reduce the chance of missing/skewed print. Multiple components were replaced with new parts. Timing and alignment were set up for the system. No additional actions to the one listed above are deemed necessary at this time. Based on the defective rate identified, batch 0346774 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the scale numbers on the bd luer-lok¿ tip syringe with the bd precisionglide¿ needle were "off". This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "numbers are off on the syringe."